Event description:
A report was received that the patient's ipg was bothering him. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. No malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was bothering him. The patient will undergo a revision procedure.